Event description:
The customer reported that the system was unable to boot up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative reset the circuit breaker and rebooted the system. The system was tested and found to be working as intended and put back in service.